Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) up down ok arrows issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: keypad cover intact; all buttons unresponsive during investigation. Removed cover; no contamination under contacts. Evidence of moisture visible behind display lens. Vibration not operational. Leak test failed due to case creak leak. Two cracks between case seal & keypad cover. Opened pump; moisture throughout pump internally/on main pcb/keypad flex/connector.. Battery compartment crack at case seal below the bumper. Unable to perform all steps. Due to inability to advance past the verify screen due to unresponsive keypad.